Manufacturer narrative:
The investigation for the reported issue was completed. It was found that the screw holding the corrugated hose pivot arm became loose. However, the root cause for this matter could not be determined. In the installation instructions it is clearly indicated that loctite 243 must to be used on this screw during the pivot arm installation (see "xpb7-030.812.01.11.02"). This ensures that the screw is firmly fixed to the nut. The concerned customer system was repaired by siemens service organization. According to the provided pictures the newly installed screw was fixed according to the installation instructions with sufficient amount of loctite. The service engineer confirmed that the screw is now firm and bearing. The provided pictures also show that the holder was mounted correctly per installation instructions. No general problem is known regarding the assembly of the corrugated hose of the tube stand. The correct installation is adequately addressed in the installation instructions.

Manufacturer narrative:
Exemption number e2017014. (B)(4). A screw that keeps the holder of the corrugated hose in place became loose. The investigation is on-going and a supplemental report will be submitted if additional information becomes available. This report was submitted march 13, 2018. (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported that a corrugated hose including its holder became detached on the ysio max system. The hose is swinging down and causing potential hazard to patients and users. There are no injuries reported in this case. The reported incident occurred in (B)(6).